Manufacturer narrative:
Insulin pump was received with crack on reservoir tube. All buttons functioned properly, however, moisture damage was found on keypad traces. No moisture damage inside pump noted. No ramping number on their own or scrolling bar moving anomaly noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 90 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.